Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. Unable to perform the self test and displacement test due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly noted. The insulin pump had cracked battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a low blood glucose and blank display. The customer¿s blood glucose level was 39 mg/dl at the time of the incident. Customer states display is blank currently. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.